Manufacturer narrative:
Product was received at ameda and evaluated for evidence of allegation of smoke. The allegation of smoke was not confirmed as the pump could not power on due to contact of suction and speed knobs were damaged. The black particles inside the pump base was confirmed as the dust coming from pulley belt. The returned pump met the specification with the use of known ac adapter and ameda lab made speed and suction contact fixtures.

Event description:
Customer contacted ameda, inc. On (B)(6) 2018 to report an abnormal noise heard while pumping with the finesse breast pump followed by a electrical burning smell and noted a small amount of light gray smoke from the back of the pump base. The finesse pump would not power on after this event. Customer states she did not see any sparks or flames and did not inhale the smoke. She reports no injury or burn occurred. A replacement finesse breast pump was overnight shipped to the customer.